Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following the implant, same day, the patient's leg became marbled/mottled during the mcs. A fem-fem bypass was recommended; however, the decision was made to not intervene. The next day the patient expired. According to head physician, there was no isolated ischemia in the leg where the impella was located in the femoral artery; there was a generalized capillary hypoperfusion in all terminal vascular areas during maximally dosed vasopressor therapy.

Manufacturer narrative:
There is not enough evidence to exclude the impella cp device used as an associated factor given the limb ischemia. However, it should be noted according to the physician, the patient's cause of death was prolonged cardiogenic shock (scai shock stage e) following a myocardial infarction with pre-existing multivessel coronary artery disease. Neither the hypoperfusion nor the fatal outcome can be causally attributed to the impella, but rather to the severe cardiogenic shock. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.